Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the vio dv 2.0 integrated electrosurgical unit (erbe) was not working and was swapped to the force triad generator to complete procedure. The technical support engineer (tse) verified there were no errors in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). The vio dv integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Errors c-92, c-34, and c-00 were present in the error log. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked.